Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms were confirmed; however, the low voltage advisories were routine. A review of the downloaded log file spanned approximately 5 days ((B)(6)2020 per time stamp). There were routine low voltage alarms active in the log file due to the patient letting the batteries run down to the 1.5 v threshold. On (B)(6)2020 at 14:04 and (B)(6)2020 at 22:48 while connected to batteries, the power cable disconnect alarm activated due to an invalid_rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after activating. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information indicated that exchanging the modular cable resolved the low voltage advisory alarm. A root cause for the reported event cannot be conclusively determined or correlated with the controller through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced numerous low voltage alarms even if the batteries were charged. The patient's battery and battery clip were exchanged but the alarm still occurred occasionally. The hospital exchanged the patient's system controller and the alarm resolved. The alarm cable disconnected appeared after system controller exchange and the center decided to change the modular cable to solve the problem.